Event description:
There was no patient involved in this event. The AED is blinking red light.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 17th april 2015. Upon receipt, the red status indicator was observed flashing and the device could not be powered on. This was attributed to moisture within the device on multiple components and circuitries, including the microprocessor and power supply circuits. This had led to the inability to power on the device and had caused the red status indicator to flash. It is unclear when the moisture penetrated the device. However, the corrosion within the device would indicate the device had been in the presence of moisture for a prolonged period. Advise user the recommended storage conditions as detailed within the user manual are being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
There was no patient involved in this event. The AED is blinking red light.